Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au5800 chemistry analyzer and observed a noisy power supply fan. The fse identified the failure mode as a defective fan and photometer printed control board (pcb). The fse replaced the fan and photometer pcb to resolve the issue. Section a2, a4 and a5: information not provided by customer. The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported the generation of false negative patient results for oxycodone (oxy) and methadone (meth) on their au5800 clinical chemistry analyzer. There was no report of change to treatment, injury, or death associated with event. The customer did not provide patient data or demographics.